Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
It was reported that, " an infant was being suctioned while ventilated. The indwelling ballard suction was inserted and a popping sound was heard and indwelling suction catheter popped off in the endotracheal tube. The infants heart rate dropped to 64 and oxygen saturations dropped to 40. The event lasted about 3 minutes. The respiratory therapist was immediately called to bedside. The ballard was removed at the "y" adaptor and the respiratory therapist was able to reach the catheter and remove from the endotracheal tube, and the infant was given positive pressure ventilation. The heart rate and oxygen saturation immediately returned to baseline. The new ballard was placed on endotracheal tube. At the time of this incident, the infant had a 3.0 endotracheal tube secure in place." Additional information was received on 07/29/15 that "the infant was transferred from another location in the facility" and the catheter was not altered before use. The suction catheter was new as of 06/13/2015 so the catheter was approximately in use for 4-days." The suction catheter was not altered in anyway prior to use" and a new catheter was placed at time of incident.

Manufacturer narrative:
The device history record for the lot number, m5047t521, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The sample was received with the bushing detached from the cone adapter. The protective sleeve was cut away from the cone adapter to remove the catheter tube and bushing. The detached components were viewed under ultra violet lighting there is inconsistent fluorescence on the exterior of the bushing. There is visible fluorescence inside the cone adapter. The outer diameter of the busing measures 0.180". The internal diameter of the cone adapter measures 0.184". Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).